Event description:
The following has been reported to hamilton medical ag on march 11th 2024 it was reported , that on 11 march 2024, during pre-op check, hamilton-t1 (B)(6) repeatedly failed 'tightness test'. Ventilation cannot start. No interruption of ventilation or medical intervention was reported. As immediate correction, rexhalation valve diaphragm & body were replaced. Additionnaly the expiratory valve's plug on the driver pcb was resealed. According to preliminary analysis, potential root causes could be related to: leak ( inspiration path / breathing circuit). Untight membrane. Leaky / defective proportional valve. Leak in flow sensor air (qvent). As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Tightness test failed during pre operational check. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The tightness test is performed during startup of the ventilator to verify the integrity of the breathing circuit, ensuring there are no leaks that could compromise ventilation. The test is designed to detect leaks in the ventilator circuit, including tubing, connections, and the patient interface. Both the tightness test and the compensatory mechanisms for minor leaks are designed to ensure the ventilator operates safely and effectively. A failed tightness test or minor leak detection during ventilation does not indicate a malfunction but rather triggers the ventilator's safety mechanisms to either alert the operator or adapt to the situation. In conclusion, a failed tightness test is not a malfunction and should not be viewed as an immediate or critical failure. There is no information that reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, based on this information, the event is assessed as no longer reportable and the event can be closed with this follow up report.

Event description:
The following has been reported to hamilton medical ag on march 11th 2024. It was reported , that on (B)(6) 2024, during pre-op check, hamilton-t1 (sn (B)(6)) repeatedly failed 'tightness test'. Ventilation cannot start. No interruption of ventilation or medical intervention was reported. As immediate correction, rexhalation valve diaphragm & body were replaced. Additionnaly the expiratory valve's plug on the driver pcb was resealted. According to preliminary analysis, potential root causes could be related to: leak ( inspiration path / breathing circuit), untight membrane, leaky / defective proportional valve, leak in flow sensor air (qvent). As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on march 11th 2024 it was reported , that on 11 march 2024, during pre-op check, hamilton-t1 (sn (B)(6)) repeatedly failed 'tightness test'. Ventilation cannot start. No interruption of ventilation or medical intervention was reported. As immediate correction, rehalation valve diaphragm & body were replaced. Additionally the expiratory valve's plug on the driver pcb was resealted. According to preliminary analysis, potential root causes could be related to: - leak ( inspiration path / breathing circuit). - untight membrane. - leaky / defective proportional valve. - leak in flow sensor air (qvent). As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.